Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon attempting interrogation, it was observed the pacemaker was unable to be interrogated. Several interrogation attempts were made but were unsuccessful. No intervention was performed, and the device remained implanted. There were no patient consequences.